Event description:
Two blood leaks from the hollow fiber in one patient occurred at the starting of hemodialysis. One dialyzer was at the 6th use and the other dialyzer was at the 3rd use. Each blood loss volume was commented about 250cc because the blood inside the dialyzer and tubing was not returned into the patient and was discarded as the extracorporeal circulation set volume. The patient was well and no medical treatment was given.

Manufacturer narrative:
The product in complaint were discarded and not available for our experimental investigation. We investigated manufacturing and quality control records, including the leak test results for this lot and surrounding lots, and found nothing unusual. Three thousand twelve dialyzers of the reported lot were delivered in the u.s. To date, no similar complaint (leakage from the hollow fiber) has been reported from other facilities in u.s.